Event description:
A user reported that an unspecified antineoplastic medication/infusate would not flow through the clave spike of the following device: chemoclave® bag spike during use. The staff took out the spike out and re-spiked the medication for the patient. The product in question was used with the following mating device: list number 011-ch3261, 76 cm (30") appx 3.3 ml, admin set, 2 spiros® w/red cap, 20 drop in-line drip chamber w/15 micron filter, bag hanger. This reported issue/event occurred on an unspecified date. The product was not reprocessed or re-sterilized prior to use. It was unknown if there was any delay to the patient's therapy, but there was no adverse event or harm during the event.

Manufacturer narrative:
The device has been requested multiple times to be returned for testing; however, it has not yet been received.